Event description:
Pt ID: (B)(6); on (B)(6) 2009, she underwent a right total hip arthroplasty. The components with a zimmer kinnectiv stem with a 32mm cocr head and +0 standard neck, 52mm trilogy socket and longevity liner. Shortly following, she noted some activity related right hip pain which took a while to subside. In about 2017, she has sudden onset of mast cell activation syndrome. She also developed within that year a tremor, mental fogginess, diminished memory, increased anxiety, insomnia, excessive fatigue, and peripheral neuropathy. Problems were interfering with her work and daily life. Metal suppression MRI of the right hip showed evidence of an intracapsular pseudotumor that was relatively subtle, and predominantly appeared to be hypertrophic synovium. On (B)(6) 2018, her serum / plasma cobalt level was 4.5 mcg/l. On (B)(6) 2018, her urine cobalt level was 8.0 mcg/l and blood cobalt level was 2.9 mcg/l. Fdg pet brain scan and neuroq analysis were notable for brain hypometabolism in a pattern most consistent with chronic toxic encephalopathy. On (B)(6) 2019, the right hip was revised, which involved exchange of the 32 mm +0 chrome-cobalt head for a 32 mm +0 delta ceramic head. There was extensive corrosion evident at the head and neck junction and there was moderate proliferative synovium and some degree of anterior capsular thickening, which was debrided. The posterior capsular flap was relatively robust. There was some mild inflammation in the trochanteric area and no sign of involvement of the hip abductor tendons. Cobalt level of this hip fluid was 390 mcg/l. Pathology report of frozen section of right hip tissue described synovial tissue with degenerative changes and pigmented histocytes, no significant acute inflammation. On (B)(6) 2019, about 3 months post revision of the hip, her cobalt levels lowered significantly; her urine cobalt level was 1.5 mcg/l and blood 0.7 mcg/l. She also noted improvement in cognitive and executive function and improvement in mood and energy level. She continues to experience immunological flare. FDA safety report ID# (B)(4).